Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the treatment of a 60% stenosis in the distal right superficial femoral artery, the everflex entrust 7x100x120 stent experienced deformation in vivo during positioning and deployment, and the stent was only partially deployed. Degree of calcification was moderate. The lesion was pre-dilated with a 7x80 balloon. The procedure was completed by opening the device handle as recommended in the instructions for use to finish deploying the device. No patient complications have been reported as a result of this event.